Event description:
It was reported the customer had two low blood glucose events in which the paramedics were contacted. Customer stated on (B)(6) 2014, they experienced low blood glucose that was too low to read on the glucometer. Customer also reported experiencing seizures from their low blood glucose. The customer stated the paramedics were able to raise their blood glucose to 80 mg/dl before leaving. The cause of the customer's low blood glucose was unknown. Customer also believed their meter was not working properly. The customer reported receiving a lost sensor arm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.